Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, post successful valve implantation and upon withdrawal of the second 14fr esheath+, the tip of the esheath+ was observed to be torn. There was no patient harm. The entire esheath+ was withdrawn intact. A second 14fr esheath+ was prepped and used as the first 14fr esheath+ was unable to be advanced. Additional information was provided revealing prior to insertion of the second 14fr esheath+, an 18fr dilator was used to dilate the vessel. There was no resistance during insertion of the second esheath+. It was noted that the usual amount of push force was used during advancement of the second commander delivery system and valve through the second esheath+. There were also no difficulties withdrawing the delivery system and removing the esheath+. Imagery was provided for evaluation. A review of the provided imagery revealed the sheath shaft was curved. The liner was expanded as designed. The distal tip was torn radially.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. The esheath+ liner was expanded as designed and the sheath shaft was curved. The distal tip was torn radially and axially with high-density polyethylene (hdpe) stretching. The soft tip was noted to be twisted. In addition, there was calcification present in the patient's access vessels, notably near the aortic bifurcation. There was also tortuosity present in the patient's access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting an issue with the distal tip on the esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to variability in the tip scoring process, patient factors, and/or procedural factors. Variable tip expansion has also been shown to potentially lead to secondary complications/failures. In this case, the esheath+ distal tip tear was confirmed based on the evaluation of the provided imagery. The available information suggests variability in tip expansion and/or patient factors (calcification and tortuosity) likely contributed to the event as calcification and tortuosity were present in the patient's access vessels. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to variability in tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between the valve and sheath tip by promoting non-coaxial alignment between devices, which can cause the valve struts to catch onto the sheath distal tip and tear the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at the distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.